Event description:
Additional event info. Received: the procedure was a therapeutic total laparoscopic hysterectomy and completed using another spatula device without impact to the patient.

Manufacturer narrative:
Updated: d4 lot number, b5, d4 lot number, d9, d10, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the device cut and coag (coagulation) buttons failed to function/activate the device unless the footswitch was connected; with the footswitch connected, the cut and coag buttons activated the device and functioned as intended. The root cause of the device cut and coag switch failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported an out of box failure on her olympus pk spatula. According to the initial reporter, the unit activated on its own. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.